Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing issues with their ilet, having performed two factory resets, one after an ER visit due to low blood glucose (bg) and another that morning, as advised by their healthcare provider. The ER visit occurred after the patient worked out and their bg dropped to 20 mg/dl. Emts were called for assistance as the patient was unable to call for help. They were kept in the ER for observation but did not receive treatment for their bg. The patient managed the low bg with glucose gel.